Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Port disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were changing their infusion set when they found a large air bubble. They could not get rid of it. They did not remember using all the insulin in the reservoir but it was empty. The customer¿s blood glucose level was 438 mg/dl. The customer stated they could not troubleshoot for the high blood glucose. It was noted that her insulin was still cold. The customer was advised to call back after 30 minutes to give the insulin time to warm up to room temperature. The customer stated they gave themselves insulin through syringe to treat the high blood glucose. The device will not be returned for analysis.